Manufacturer narrative:
Pump was received with case cracked behind pump near battery compartment and cracked battery tube threads. Power error detected alarm due to j6 connector resistance issue. Pump passed the displacement test, sleep current test and active current test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. Customer blood glucose level as 8.7 mmol/l. Customer also stated that the back insulin pump was cracked. The device will be returned for analysis.